Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was deployed the physician found the length of the device was shorter than the lesion. The physician thinks the actual length of the device was not 200 mm. The physician decided to implant another valiant 32/32/150 distal to this device. No additional clinical sequelae were reported and the patient is fine. Review of two still angio images at implant revealed that two valiant stent grafts were implanted across the arch and into the descending thoracic. A catheter with marker bands was seen placed into the devices and was coursed along the inner curve of the angulated proximal device. Per the catheter markers, the covered length was approximately 140mm. However, the proximal device contained 11 stents, which is the specification for the valiant 32/32/200. No stent graft integrity issues were observed. The device appears to meet the length specification of the device. The cause of the alleged shorter than expected length was likely due to measuring the length of the device along the inner curvature of the angulated device, instead of along the greater curvature.